Event description:
A customer reported the receiver display of his fs navigator continuous glucose monitoring system became dimmed, and he could barely read the messages on the screen. The customer reportedly replaced the batteries and inserted a new sensor. In the meantime the customer reportedly experienced symptoms of hypoglycemia and a seizure. The customer reported juice and ate candy to counteract the event. No third-party medical intervention was required. When the customer attempted to test his blood glucose, the receiver would not turn on when the button was pressed and when a test strip was inserted into the port. Approximately an hour later, the receiver worked back again and the remaining battery life on the status screen was 50-75%. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is completed.

Event description:
The home patient (hp) stated the bag fell and the spike came out of the bag. The technical service representative (tsr) instructed the home patient (hp) to recycle power to clear alarm. The hp stated he would finish with manuals and call the nurse (rn) regarding air detection alarm and being connected. On (B)(6) 2010 product surveillance spoke with the home patient's roommate who stated the table used for bags does not have an edge and this particular night the bag was likely not centered. There have been no other incidents like this and everything has been fine. No additional information is available at this time.

Manufacturer narrative:
Customer's receiver (B) (4) was returned and investigated. During visual inspection, a broken off battery contact (bt-2) was observed. After broken off battery contact (bt-2) was resolved, receiver automated tests were performed. Results: passed. Dim meter screen complaint was not observed. The complaint was not confirmed. This is a final report.

Manufacturer narrative:
This is a correction report. Follow-up #1 was filed on (B)(6) 2010. Date should be: (B)(6) 2010 and date should be: (B)(6) 2010. Both have been corrected and updated.